Event description:
Reporter indicated vns handheld occasionally produced the error message "low battery", even after being plugged in overnight. It was reported the only way the handheld could be utilized was to keep it plugged into the wall outlet. The physician stated the "battery remaining" indicator read 75% and was still not able to use the handheld." The handheld has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.